Manufacturer narrative:
Additional information: b1, b2, b3, b5, d7, and h1. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Additional information was received that the right ventricular (rv) lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
This product is registered as a combination product. Event date is estimated to be between 01 aug 2020 and 31 aug 2020. Further information was requested but not received. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a clinic follow-up, a high pacing impedance and high capture threshold were observed on the right ventricular (rv) lead. No intervention has been performed at this time. The patient was stable and will continue to be monitored.

Manufacturer narrative:
Additional information: d10, h3, and h6. The reported events of high pacing lead impedance and high capture threshold were confirmed. As received, only the distal portion of the lead was returned in one piece for analysis. Visual inspection of the lead revealed calcification covering the ring electrode, which was assumed to be the cause of the rise in the pacing impedance and capture threshold as indicated by review of the session record provided from the field. The lead impedance test could not be performed due to the procedural damage of the lead. Additional findings included an insulation degradation that was revealed between the shock coils, which breached the optim sheath only. The lead body insulation was intact in this region. An external insulation abrasion was found distal to the suture sleeve tie impression, which breached the optim sheath only, which is consistent with friction to another device or feature of the patient anatomy. An external insulation abrasion was also revealed proximal to the suture sleeve tie impression, which breached the optim sheath only, which is consistent with friction to the device can.